Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. The high-definition multimedia interface (hdmi) cable was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that upon boot, the main cart monitor remained black. The camera cart monitor fully booted, and the site was able to log in to the application, but the main cart monitor remained completely black. The site rebooted the system several times but the main cart monitor would not come on. The site checked connections into the back of the monitor because the back of the monitor cable cover was already missing from the system. This did not resolve the issue. This issue occurred pre-operatively and caused less than an hour delay in the procedure. There was no reported impact on patient outcome.